Manufacturer narrative:
Additional suspect medical device component involved in the event: product family:scs-linear leads. Model: sc-2317-70, serial: (B)(4), batch: 5066717.

Event description:
It was reported that the patient was experiencing inadequate pain relief and loss of coverage due to high impedances. The patient underwent a revision procedure wherein the old leads were replaced with an MRI compatible. The patient was doing well postoperatively and the explanted leads were not returned.